Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition to the customer's report, error code e207 was found. Also, the following non-reportable malfunction was found during the device evaluation: the output connector is worn out and connection is hard. Based on the results of the investigation, it was confirmed that failure of the emergency lamp was the cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source emergency light is flashing. The phenomenon occurred during a diagnostic routine inspection that was completed ("finished normally") without delay. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flashing of emergency lights due to internal failure of emergency lights. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.